Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited foreign material on the jet tube and the adhesive and cover of the bending section. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 (two) years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: the foreign material may not have been removed because the subject device was not reprocessed properly due to leak at the scope cover. The event can be detected and/or prevented by following the instructions for use which state: detection method: gif-1100 operation manual chapter 3, "preparation and inspection". Preventive measures: gif-1100 reprocessing manual, chapter 5 "reprocessing the endoscope". Olympus will continue to monitor field performance for this device.